Manufacturer narrative:
Model number: balloon: 72400024, pump: 72404127. (B)(4). Catalog number: balloon: 72400024, pump: 72404127. (B)(4). Expiration date: balloon: 06/20/2017, pump: 06/11/2013. Manufacture date: balloon: 07/10/2012, pump: 06/25/2012.

Event description:
It was reported that patient experienced recurring urinary tract infections with their artificial urinary sphincter. A positive culture confirmed infection. The system was removed four days later. A new 4.0 cm cuff, pump, and 61-70 cmh2o balloon were implanted at a later date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.